Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 9. Was the dermabond liquid adhesive placed to cover the entire length of the incision? Yes. 15. What date did the reaction occur on? Itching the day of surgery ((B)(6) 2016). 16. What does the reaction look like? Please provide details. Hives (expecting pictures from patient). 18. Do you have any pictures of the reaction? Yes, patient will email them. 19. What was done to address the reaction? Surgeon removed the product. 20. Were prescription steroids administered? Yes. A. What type of medication was used to treat the reaction? Oral steroids (prednisone). C. When (date) was the medication administered? (B)(6) 2016. 21. Were antibiotics prescribed? No. 22. Was there any medical or surgical intervention to treat the reaction? No. 23. Was the product removed? Yes, was another method used to close the incision? No. 24. Was the site cultured? N/a no infection. 25. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Recently tested and found to be allergic to formaldehyde. 30. What is the most current patient status? Patient doing well.

Event description:
It was reported that the patient underwent a latissimus dorsi flap procedure on (B)(6) 2016 and the topical skin adhesive was used to close incision. Following the procedure, the patient experienced an allergic reaction to the topical skin adhesive. The patient experienced itching shortly after her procedure. The patient was released on sunday. On post op day 3, the patient noticed that she was developing hives around incisions. The surgeon peeled the topical skin adhesive off the incisions and the patient was treated with oral steroids; prednisone for about six weeks. The medication was administered on (B)(6) 2016. The patient was tested recently and found to be allergic to formaldehyde. Currently, the patient is doing well.